Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the medwatches with patient identifier (B)(6) for additional data related to this event.

Manufacturer narrative:
A specific root cause could not be determined. Analyzer performance data was checked and no abnormalities were found. No general issues exist for the analyzer involved. Additional information was not provided for further investigation.

Event description:
The customer reported that they received erroneous results for two patient samples tested for tina-quant hemoglobin a1c gen.2 (hba1c). The customer did not know which analyzer the samples were initially tested on and initial results were reported outside of the laboratory. The physician questioned the initial results from each sample. Both samples were repeated twice on integra 800 analyzer serial number (B)(4) on (B)(6) 2012. The repeat results were considered to be correct. Patient sample one initially resulted as 10.0 %. The sample was repeated twice on (B)(6) 2012 and resulted as 5.49 % and 5.49 %. Patient sample two from a (B)(6) male initially resulted as 14.3 %. The sample was repeated twice on (B)(6) 2012 and resulted as 5.68 % and 5.66 %. The patients were not adversely affected by the event. The hba1c reagent lot number was 64946701 with an expiration date of 02/28/2013. The field service representative could not determine a cause. He states that there is a probable mixing problem or clot in the sample. He ran a check test and all values were within specifications. The customer ran the calibration and quality control; all were ok.